Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriately a burst of anti-tachycardia pacing (atp) therapy and a shock due to atrial fibrillation. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.